Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x120x150 sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching normal atmospheric pressure. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located at the superficial artery. A 6.0x120x150 sterling balloon catheter was advanced for dilatation. However, it was noted that the balloon rupture before reaching the normal bar. The procedure was completed with a different device. There was no patient complications reported and the patient's status was stable. It was further reported that the target lesion was non-tortuous and mildy calcified.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.